Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during a left femoropopliteal recanal dilatation by crossover, the destination introducer was unable to cross the obstacle that retracted into the aorta. When the material was removed, it was found that the long introducer had lost all its rigidity. They stated that the introducer seemed "different than usual" when it was taken before the procedure. The procedure outcome was successful using a new similar introducer. There was no harm reported and no risk of serious injury as the device was replaced for treatment as intended.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.